Event description:
It was reported to philips that the device failed to shock during testing. There was no patient involvement.

Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a failure. Details provided in an update from the source case indicate that the parts ordered for the scheduled repair were returned and the repair was canceled. Based on the information available, the cause of the reported problem was a therapy pca failure. The repair was not completed. The customer's scheduled repair was canceled. It has been concluded that no further action is required at this time